Manufacturer narrative:
The unspecified excelsior (stryker) microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 70.0 centimeters off the proximal end or 10.0 centimeters off the proximal end of the resheathing tool is a kink on the core wire. The sheath was found severed at the locking mechanism and split lengthwise. The coil was freely advanced out of the distal tip of the green introducer multiple times with no resistance encountered. The coil¿s socket ring was pushed down inside the outer sheath which caused the articulating junction to be in a fixed position. The proximal end of the coil has compression and buckling damage and the force of the buckled coil would be directly against the side wall of the introducer instead of to the coils column. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. The sheath was severed at the locking mechanism. No manufacturing defects were found. The complaint of the coil unable to be advanced through the unidentified microcatheter is confirmed. The most likely root cause of the coils inability to be advanced in the unknown microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which severely kinked the core wire, pushed the coil down inside the outer sheath, and caused compression and buckling damage to the proximal end of the coil. This caused the articulating junction to be in a fixed position and the force of the buckled coil would be pushed directly against the side wall of the introducer instead of forward to the coils column. In addition, the kinked core wire would be by itself of sufficient resistance to prevent the coil from being advanced inside the microactheter and out of the distal tip. In this condition severe resistance would have been encountered when attempting to advance the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition without the identification or the return of the unknown stryker microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during a procedure to embolize aneurysms at the basilar artery, inferior mesenteric artery, and intercostal artery, a deltapaq coil (cdf100208-30 / c35231) got stuck at the distal end of the microcatheter and another deltapaq coil (cdf100310-30 / c28349) could not be resheathed. It was also reported that a deltaplush coil (cpl100153-30 / c15193) could not detach. The tortuosity and calcification levels of the vessels were not available. An excelsior microcatheter (stryker, type unknown) and enpower dcb / cable (lots unknown) were used for this procedure. It was reported that the first complaint deltapaq (c35231) got stuck at the distal end of the microcatheter. The physician tried to push the coil out from the microcatheter tip several times, but was unable to advance the coil out. Thrombus in the microcatheter was suspected, and a guidewire was inserted through the microcatheter to re-insert the coil, but to no avail. Eventually the use of the deltapaq (c35231) was abandoned, and it was withdrawn from the patient. The device did not kink or bend at any time. The microcatheter did not need to be removed. Furthermore, it was also reported that the second complaint deltapaq (c28349) could not be re-sheathed because the distal end of the introducer sheath was split open. The damage was not noted when the coil was inserted. The coil was re-sheathed because, although the delivery was successful, the microcoil was the wrong size for the target site. It was also reported that the complaint deltaplush (c15193) could not be detached when the detach button was pressed, despite the detachment light illuminating during the detachment cycle and the signal beeping. The detach button was pressed many times, but to no avail. All connections appeared to fit properly without use of excessive force. The same connecting cable and dcb were used successfully with subsequent coils. The coil was replaced with a new one to continue. The procedure was then successfully completed without further issues, and there were no patient injuries / complications. The information of whether there was a procedural delay or not was unavailable. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. Other than the introducer sheath damage on deltaplush lot# c28349 there were no visible damages to the devices after use. There was no unintended detachment of the microcoils observed neither in the microcatheter nor in the vessel. All the microcoils were still attached to their delivery systems when removed from the patient. The complained products will be returned for analysis. No further information is available. Analysis of returned products revealed damages on coil in lot c15193 and on lot c35231. The coil in lot c15193 was returned unsheathed, knotted, and entangled. Coil c35231 exhibited buckling damage.